Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However from the following investigation results, omsc presumed that the reported phenomenon occurred due to the failures of light source power supply and igniter of the subject device. However, it was unable to determine the causes of the failures of light source power supply and igniter. -olympus china confirmed that the main lamp did not turn on and reported that this was due to the failures of light source power supply and igniter of the subject device. -as a result of checking the manufacturing history, there was no abnormality in manufacturing or modification. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp was lit but the examination lamp was not lit even after replacing the examination lamp after the laryngoscopy procedure. The intended procedure was completed with the subject device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the failures of light source power supply and igniter of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.